Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during follow up the physician encountered high thresholds at the right ventricle and decided to do a surgical intervention. The physician moved the lead and when she tried to reconnect it to the implantable pulse generator (ipg) it was not possible to pace or sense so she decided to replace the generator. The leads were connected to the new generator and no problems were found. No patient complications have been reported as a result of this event.